Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2020-02753. It was reported patient was experiencing shocking sensation near the right thigh. The patient doesn¿t like the tonic therapy due to the positional changes and having to turn it off often. The patient's scs system stimulation was remapped and the patient reported getting better coverage down the right leg. The patient had a 85% successful trial, but the physician decided to explant the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.